Event description:
Customer reported experiencing leakage at the cassette when using the pump set. The account reported the leakage to be just prior to the metal disk on the cassette. However, co's lab eval found the leakage to be located at the inlet valve. No pt injury was reported. No further info is available.